Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed with all the external components in correct post deployed positions. The exchange sheath was completely slit but had been stretched beyond the distal end of the tubeset during thumb advancement interfering with clip deployment, as evidenced by the tip being ruffled from striking the opened vessel locator wings and the clip tines puncturing the sheath during deployment. However, the exchange sheath had recoiled within specifications when received. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. The vessel locator wings were bent and the most probable root cause for the bent vessel locator wings is tissue compression between the distal end of the tubeset and the vessel locator wings during thumb advancement. The wings will not be able to collapse and the device will be stuck and difficult to remove; therefore, forcing the device out would break or bend the wings. These findings are consistent with and confirm the reported experience of difficult to deploy thumb advancer. Based on the investigation findings, the most probable root cause for the stretched sheath and the bent vessel locator wings is related to operational context in the use of the device. No manufacturing or quality inspection issues were detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device did not deploy correctly and the clip did not achieve hemostasis. Manual compression was applied for 20 minutes to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.